Event description:
The customer stated that this contour meter was reading low compared to her other contour meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The meter is to be returned, and a replacement meter will be sent to the customer.